Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose that day was 300 mg/dl with extreme thirst. It was reported the patient self-treated with insulin via the pump and insulin via injection. The reporter noted the patient remained on pump therapy. It was reported there was a loss of prime issue with the pump. This complaint is being reported because the alleged serious injury was related to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force. On (B)(6) 2015 at 14:57 loss of prime warning associated with a low non-zero force was recorded; deliveries resumed at 15:57. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.